Event description:
It has been reported to philips that the system would not expose. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the equipment does not expose. The philips has sent quote for evaluation and repair service to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date. Later, this issue reoccurred and fse resolved it by replacing flat detector controller and the system was returned to good working order. The codes were updated based on the investigation outcome.